Event description:
It was reported that the right ventricular (rv) lead had high threshold. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, and there was apparent explant damage.